Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via interdepartmental helpline solutions tracker that customer experienced air bubble in reservoir. Customer reported that there were no air bubbles during priming. Customer reported of wearing insulin pump in the pocket. Customer also reported of experiencing sensor glucose versus blood glucose differences. Several attempts were made to contact customer for air bubble assistance, but representative was not able to contact customer.